Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 4.2, lab: 2.95. Date: (B)(6) 2010, inratio: 2.2, lab: 2.61 (1 hour in between tests). Patient reported that he lances the finger before inserting the strip.

Manufacturer narrative:
Investigation pending.